Manufacturer narrative:
Ypsomed investigation: three p3081 retain samples from the reported lot number 2416861 were analyzed. Visual analysis recorded no abnormalities. The samples were than analyzed to the applicable product specs. The results recorded no out of spec conditions. A review of the mfg lot database for lot number 2416861 (mfg date 11/2011) shows(B)(4) units were manufactured, tested, inspected, and released. The lot build record review of the applicable component (cannula needle) show this to be a purchased item that is compliant with iso 9626 standard. The exact cause(s) of the reported incident/product issue could not be determined.

Event description:
(B)(6) agency notification received reporting a pt incident involving one p3081 orbit device. The ansm report description of the incident is as follows "...subcutaneous rupture of the cannula for the catheter orbit micro and orbit 90". The involved p3081 device was not returned for analysis and confirmation.